Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ had a red x and beeping not allowing any operating procedures to be performed past the start up. There was no reported patient involvement and/or impact.

Event description:
It was reported to philips healthcare that the heartstart xl+ had a red x and beeping not allowing any operating procedures to be performed past the start up. There was no reported patient involvement and/or impact.